Event description:
The turn table on the gc 3000 irradiator which has been in facility for one year has had to be replaced 6 times. The products are being loaded correctly and the co cannot explain why the turn table is breaking. With each replacement the time between replacements is getting shorter. The last turn table replaced in may 2004 and now in june 2004 the turn table is once again broken.